Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional reporting contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer. Emergency room nurses at the facility reported that this device was coming loose even after tightening them down, or it is difficult to thread/tighten down. The devices are reportedly coming undone while hand-pushing unspecified medication. There was no report of human harm. This report represents one of three occurrences.

Event description:
This emdr reflects one of three occurrences of the same reported failure mode with the same lot number.

Manufacturer narrative:
The complaint on the 12514-01 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.